Event description:
Measurement taken for use of right antecubital vein. Pt prepped and draped. PICC line cut at 16 cm length / 14 cm discarded. Stylet inserted in catheter to 15.75 cm and secured. Venipuncture done right antecubital vein. Prompt, consistent blood returning. 20 gauge introducer needle well-seated in lumen. PICC inserted approximately 7 cm, resistance met in shoulder. Pt repositioned, line would not advance. PICC pulled back 2cm, pt repositioned, line would not advance.again the line was pulled back 2cm, pt repositioned. Line would not advance. Resistance met while pulling back. Stopped removing. Line would not advance with pt repositioned. Decision made to abort this attempt. Catheter with stylet intact was being removed from the introducer needle. Slight resistance met, then suddenly felt a "pop" and the catheter and stylet came out. There was approx. 2.5 cm of catheter missing. Eventually removed under fluoroscopy (said to be lodged in muscle). Pt is fine.